Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date "six months ago" the patient was experiencing the symptoms of shaking and sweating. While symptomatic, the patient obtained the blood glucose readings of 425 mg/dl and 500 mg/dl on the reported meter. The patient tested her blood glucose level using another meter and obtained the readings of 43 mg/dl and 29 mg/dl. The patient administered self-treatment with food and/or a drink; she did not seek any medical attention. Earlier, the patient had taken her usual dose of 60 units apidra insulin using the pump. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and there was no delay in treatment. However, as the meter readings did not correlate with the symptoms or treatment, this complaint is being reported.

Manufacturer narrative:
Device not returned. Requests were made for additional information, however, no additional information has been provided to date. Investigation is ongoing. The device history record (DHR) review is currently in process.

Manufacturer narrative:
Additional manufacturer narrative:the device history record (DHR) review could not be completed at this time as the lot number and serial number is unknown.

Event description:
(B)(4) the following was reported by clinical, it was reported that the patient has expired, due to unknown reasons. The date of patient's death is unknown, therefore the aware date is being used as the occurrence date. It is unknown if the death was device related. No additional information was available at the time of the report.